Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, upon examination, fluid leakage due to a tear in the outer silicone of the left cylinder was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. The first cylinder outer tube was detached in the proximal end of it, frayed fabric threads and fluid leakage from fatigue was found in the proximal end of the cylinder. The second cylinder had wear at a fold in the middle and bucking folds in the proximal end of it; however, it did pass leak testing. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the visual inspection and leak testing; however, it did not pass activation tests. The reservoir and rear tip extenders were visually inspected and underwent leak testing. No visual damages nor abnormalities were found. The reservoir passed leak testing. Based on the information available and analysis results, the frayed fabric threads on the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, upon examination, fluid leakage due to a tear in the outer silicone of the left cylinder was found. The device was explanted and replaced. No patient complications were reported.